Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the communication. A field service engineer reconnected all the connections and all functions returned to normal. The system functioned as intended after a field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed to open.the customer stated that there was a delay in the dispensing of medication.there were no adverse events or injuries reported based on this event.